Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: bd received 200 samples from the customer for investigation. Samples were evaluated by visual examination and functional testing and the indicated failure mode for does not easily retract with the incident lot was not observed. A photo of the product label was received, which did not reveal the defect. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not easily retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not easily retract. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced difficulty when trying to activate safety feature. The following information was provided by the initial reporter. The customer stated: the needle does not easily retract when examined by the customer. It retracts worse then with other lot numbers.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Lot#: 21a12t2 does not exist for material number 367282. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples from the customer for investigation. A photo of the product label was received, which did not reveal the defect. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not easily retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not easily retract. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced difficulty when trying to activate safety feature. The following information was provided by the initial reporter. The customer stated: the needle does not easily retract when examined by the customer. It retracts worse then with other lot numbers.